Manufacturer narrative:
(B)(4). Date sent: 08/25/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. Please describe the series of events. The device was used for a sigmoidectomy. It did not have any problem during use, but a month after that, an anastomotic stenosis was observed. The balloon dilatation would be performed (B)(6). What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No. How was the stenosis identified? The patient got a stomachache, then a stenosis was confirmed by an endoscope during a follow-up examination. It was reported that the balloon dilation was scheduled for (B)(6). Did the dilation take place on (B)(6) as planned? Yes. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. It is unknown if the stenosis was caused by the deficiency of the device, but the size of the anastomosis site might be a bit small. What is the current status of the patient? The patient's condition is stable as of (B)(6). No further information will be provided. "

Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: the patient got a stomachache, then a stenosis was confirmed by an endoscope. No problem was observed as of july 31. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Please describe the series of events. What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? How was the stenosis identified? It was reported that the balloon dilation was scheduled for july 30th. Did the dilation take place on july 30th as planned? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a laparoscopic sigmoidectomy, a month after the surgery, the patient could have an anastomotic stenosis. The balloon dilatation is scheduled on (B)(6). It is unknown if the stenosis was caused by the deficiency of the device, but the size of the anastomosis site might be a bit small. When the device was removed from the patient, the surgeon felt it was slightly difficult to remove but no problem was observed. Another device was used to complete the case. No further information is available.